Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump did not detect the cartridge during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/24/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump's history revealed several no cartridge detected warnings on the date of the event. The pump powered on normally and during the load step, the pump did not detect the cartridge. A force sensor calibration reading could not be performed. The pump was opened and the pin was found to have an inadequate solder, causing the pins to dislodge. Recall 2531779-03/24/2010-003-r.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.